Manufacturer narrative:
The following customer-reported issues were evaluated: 1. The pump did not detect and alarm air in line. 2. The solution container was infusing and leakage was noted once the cstd (closed system drug transfer device) broke from the tubing. 3. The cstd broke from the tubing and the breakage is what caused the 'air in the line for the pump' issue. The device was not returned to the service hub, therefore functional testing and visual inspection could not be performed. Per a review of a video provided by the customer, air was introduced into the system through line b at a rate of 158 ml/hr. The customer stated that breakage in the cstd from the tubing was what caused the air in line for the pump issue. No air was observed in line a (flow rate: 143 ml/hr). Another video provided by the customer was reviewed and the customer-reported issue of 'air-in-line past the distal sensor with no alarm' was confirmed. Video evidence suggested that the air-in-line originated from line b, where the cstd was connected to the tubing. Pockets of air were found in line b and were observed to be flowing into the cassette. Note: when pockets of air enter the cassette, the cassette will degas the air bubbles to ensure there is no air-in-line. However, not all bubbles can be degassed. Stated in the specifications section of the technical services manual, an alarm will go off and the pump will stop infusing if an air bubble is above 0.1 ml (or 100 mcl) is detected in-line (distal sensor). The air bolus observed in the customer's video may have passed through the distal sensor if the size/volume was within specification (no alarm, i.e. Below 100 mcl volume). Without a definite size measurement, this cannot be confirmed; therefore, no probable cause can be determined. No device serial number was provided; therefore, a review of the device¿s 12-month service history could not be performed. The event logs and alarm history have also not been provided, therefore a review of the event logs and alarm history could not be performed. Additional information can be found in b5.

Event description:
Additional information was received that customer reported that the solution container was infusing and leakage was noted once the cstd broke from the tubing. It was further alleged by the customer that the ctsd breakage is what caused the 'air in the line for the pump' issue.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved an unknown infusion pump that was reported to not have detected or alarmed for air in line. There was no report of human harm.

Event description:
Additional information was received. The customer reported that it is unknown if the pump will be sent to the manufacturer for testing. The customer believes there was a patient involved, however, she indicated that this needs to be confirmed this with the nursing staff. It was reported that air was potentially infused into the patient. She did not measure the air bubbles and did not know if there was any adverse or patient harm. She is also unsure if treatment was required.

Manufacturer narrative:
Although multiple attempts were made to obtain the return pump, it has not been received.